Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "corail pinnacle ultamet right 1st implantation 2006 stem loosening" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that there were no product problems observed with unk hip femoral head. None of the observed evidence suggests the reported adverse event was due to a device non-conformance. The investigation was not able to confirm the reported event. The overall complaint was unconfirmed as the observed condition of the unk hip femoral head would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that patient experienced stem loosening of the corail pinnacle ultamet 1st implantation 2006. Affected side: right. Additional event information provided by sales rep states there was an adverse event of blood with chrom.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "corail pinnacle ultamet right 1st implantation 2006 stem loosening" the product was not returned to depuy synthes, however photos were provided for review. See attachment (7b6db6b1-3e68-4482-8ef7-6f226d751578.jpeg, bdef6a1b-4345-47af-8b65-d192d22f8e0b.jpeg, 38ba1199-f152-47de-8dde-17dca6d5ba3a.jpeg, bae9fc39-2cd9-47bb-9fe6-f7122068471f.jpeg). The photo investigation revealed that there were no product problems observed with articuleze m head 36mm +1.5. None of the observed evidence suggests the reported adverse event was due to a device non-conformance. The investigation was not able to confirm the reported event. The overall complaint was unconfirmed as the observed condition of the articuleze m head 36mm +1.5 would not contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Added: d4 (catalog, expiry date, UDI), g4 (PMA/ 510(k)), h4 corrected: d4 lot, h8.